Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. After the display turned on, reportedly, the pump touch screen was unresponsive. Customer's blood glucose level was 235 mg/dl. Multiple attempts were made by tandem technical support to follow-up with the customer regarding customer's back-up therapy, but no response was received.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Based on the analysis, the alleged unresponsive touchscreen issue could not be verified; however a different issue was identified (bellows improperly seated).